Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the component is fractured in two halves perpendicularly to the sliding groove. A large zone of the sliding core is highly deformed, most probably due to an unbalanced repartition of the mechanical forces on the implant during the 7 years of implantation. This discrepancy in mechanical loading could be one of the reasons the material broke due to fatigue "faster". The ankle joint with a star implant is a complex mechanism of motion and is dependent upon proper alignment. A malalignment to this ankle joint complex system affects the interactions between metal and poly and causes degradation of the poly and visual wear on the metal. As a conclusion, after review of x-rays and operative report, no obvious clinical or surgical root cause can be noticed from the documents provided. However, mechanical factors could explain the accelerated fatigue and wear of the device. Even a slight inadequate repartition of mechanical forces could have affected the device's lifespan. As a reminder, the IFU clearly reminds the users that: "appropriate selection, placement and fixation of the star ankle components are critical factors which affect implant service life" as well as one of the most commonly reported adverse effects associated with the star ankle are the following being mobile bearing fracture. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "the 6mm poly, which was implanted in 2012, is broken in half. At the request of the surgeon...I will be filing this report to document the product failure. The other components of the star (tibia and talus) are still intact, and the surgeon decided to replace the broken 6mm poly with a new one of the same size. This operation was completed on (B)(6) 2019.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
As reported: "the 6mm poly, which was implanted in 2012, is broken in half. At the request of the surgeon...I will be filing this report to document the product failure. The other components of the star (tibia and talus) are still intact, and the surgeon decided to replace the broken 6mm poly with a new one of the same size. This operation was completed on (B)(6) 2019.